Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify pump error 24/25 due to blank display. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error power failure detected display was blank. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer also stated that they were not able to clear alarm, there was crack on battery compartment and no damaged on reservoir lip ring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.